Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) noted that the device was in storage mode. Boston scientific technical services (ts) discussed no therapy available in storage mode. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.